Event description:
It was reported by the customer that the insulin pump's esc button was not responding to user input. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but that the weather is humid where they are located. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with scratches on display window and cracked reservoir tube lip.